Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds due to faulty force sensor resistor (gold). The pump had a scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 180 mg/dl at the time of the incident. The customer stated that he was priming the tubing when the insulin started squirting out and the pump keep restarting and going back to the rewind screen. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.